Manufacturer narrative:
MDR 3003442380-2024-01148 - device 1 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that 7 infusion sets were leaking from site. The infusion set was in use for 1-1.5 days. The blood glucose level at the time of issue was 18-22 mmol/l. The patient replaced infusion set and resumed insulin successfully. No further information was available..